Event description:
Reportedly, during a follow-up dated (B)(6) 2016, the magnet rate was 93bpm, when checked in (B)(6) 2016, the magnet rate was 78bpm.

Event description:
Reportedly, during a follow-up dated (B)(6) 2016, the magnet rate was 93bpm, when checked in (B)(6) 2016, the magnet rate was 78bpm. Preliminary analysis did not reveal any issue on the subject device.

Manufacturer narrative:
Preliminary analysis did not reveal any issue on the subject device.

Event description:
Reportedly, during a follow-up dated (B)(6) 2016, the magnet rate was 93bpm. When checked in (B)(6) 2016, the magnet rate was 78bpm.